Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that "the clip applier worked for the first clip. After that, the clips criss-crossed every time I tried. I tried pre-deploying it inside the jaws, I tried positioning it (on the structure) then deploying it. I checked to see a clip wasn't stuck inside (the jaws). I checked by firing it outside the patient and it crossed. We opened a new one and it worked fine." The procedure was a thorascopic sympathectomy. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p92u6f. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the (B)(4) was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.